Event description:
The patient's psychiatrist reported that the patient was having seizures. The psychiatrist did not know whether the seizures were related to the vns or not. No further relevant information has been received to date.